Event description:
It was reported that catheter broke during unpacking. A 6f runway fl3.5 runway catheter was selected for a coronary angioplasty. When taking the catheter out of its packaging, the catheter body was broken. No patient complications were reported.

Event description:
It was reported that catheter broke during unpacking. A 6f runway fl3.5 runway catheter was selected for a coronary angioplasty. When taking the catheter out of its packaging, the catheter body was broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a runway guide catheter in its opened pouch packaging. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed kinks in the shaft located 16cm, 47cm and 48cm from the strain relief. Inspection of the rest of the device found no other damage or defects.